Event description:
While using a byte day aligners, patient reported that they are experiencing pain, mouth blisters and swollen mouth. Provided patient with information about possible allergic reaction and advising them to visit their physician.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.